Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a week after implant the patient experienced syncope and pericardial perforation. It was also reported that the right atrial (ra) lead exhibited dislodgement, oversensing and possible far field r-wave (ffrw) oversensing on stored electrograms (egm). The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.